Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the phacoemulsification power dropped to 0. Additional information was received from the customer reporting there was no issue with the console but with the use of it during a procedure. There was no patient harm.